Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to defective monitor board. The monitor board was replaced to resolve the report. The device successfully passed all required testing and an internal inspection. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down after initial start up. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.